Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of fluid ingress on the go gear shower bag (lot number: 10137953) was unable to be confirmed. The shower bag returned in unremarkable physical condition. The bag was mounted in the sink and water was poured onto it for an extended period of time. The bag was then opened and inspected for signs of ingress, but none were found. The bag passed all functional testing without issue. Provided information indicated that no other equipment was affected by the reported fluid ingress, and that there was no problem with the use of the bag. The root cause of the reported event was unable to be determined via this investigation. The heartmate 3 instruction for use (rev. C) was available for use at the time of the event. Section 6, entitled ¿patient care and management¿, provides instruction on how to assemble and use the heartmate gogear shower bag to ensure all components within the bag are protected from exposure to water. This section also instructs the user to not submerge the shower bag in water. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag was noted with water ingress. No damage was noted on the bag, and there were no issues with the usage method.